Event description:
A ventilator was returned to the manufacturer for service with an internal battery failure error. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery failure error was confirmed. The internal battery needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.